Event description:
It was reported that patient underwent a primary hip surgery on (B)(6) 2009. Revision procedure was performed on (B)(6) 2014 due to an unknown reason. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Manufacture date - unknown.

Manufacturer narrative:
This follow-up report is being filed to relay product evaluation results and additional information that was unknown at the time of the initial medwatch. Evaluation of the returned device showed no evidence of product nonconformance. During the evaluation, wear of the modular head and acetabular liner were noted, as was fretting of the taper adapter. The most likely root cause was determined to be malpositioned components, subluxation, and/or joint laxity; however, a conclusive determination could not be made without further information. This report is 1 of 3 mdrs filed for the same event (reference 3002806535-2015-00099, 4099 & 40100).